Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy effluent, nausea, "increasing symptoms" and unstable hemodynamics. It was reported that the patient experienced "septic peritonitis" and that the cause of the peritonitis was reported as "patient uses baxter supplies". It was reported that the patient was hospitalized for the event on the same day as symptoms manifested. Four days after hospitalization, the patient was treated with ceftazidime for the event. Fourteen days after hospitalization, the patient was started on ceftriaxone for treatment of the event. On an unreported date, the patient was treated with amikacin (500mg initial bolus intraperitioneal and then 200mg intraperitoneal per day) and fluconazole (200mg) for the event. It was reported that during hospitalization, the antibiotic treatment was changed to anidulafungin. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. The patient was discharged from the hospital 19 days after the event onset. At the time of this report, the patient has recovered from the event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.